Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: us bariatric, ft lauderdale, fl.; j am coll surg; doi:10.1016/j.jamcollsurg.2005.01.018.

Event description:
It was reported in a journal article ¿laparoscopic roux-en-y gastric bypass: a step-by-step approach ¿that patient underwent laparoscopic roux-en-y gastric bypass surgery on an unknown date and suture was used. Phase 1: running stitch suture used to secure the pseudopylorus with medical-grade silicone elastomer tubing to itself through the lesser omentum for stabilization. Phase 2: suture is used to close the mesenteric defect in a running fashion. Phase 3: suture used in a running lembert fashion to close both the mesocolon defect around the roux limb and the petersen¿s space. The patient possibly experienced gastrointestinal leak, intra-abdominal abscess and / or gastro gastric fistula. The patient possibly required radiologic or surgical intervention. Additional information will be requested.